Event description:
It was reported that during a laparoscopic assisted sub-colectomy procedure, the device was fired with a white cartridge and it fired correctly. The device was reloaded with a green cartridge and it did not work properly. They attempted two more green cartridges and they did not work properly either. A total of three green cartridges were used but did not work properly. Finally, they opened another device and attempted to fire it and it did not fire correctly. Another device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: f5u44k, exp date: 01/2014; MFR date 02/26/2009. Evaluation summary: the analysis showed that the ats45 device a was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received partially fired and with the lockout spring normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the ats45 device b was received in good visual condition and with a reload in the device. The returned load was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.